Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent unspecified cartridge errors occurred. Subsequently, the pump declared intermittent unspecified alarms. Reportedly, the cartridge was changed to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.